Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that there were no changes in their activity or changes in their settings that led to the issues with charging their battery. The pt would charge it as far as it would go and make do with what they could get. The pt met with their manufacturer representative (rep) on (B)(6) 2023. The rep adjusted their settings and they said there were no cons. The problem seemed to be resolved as of now even though when they got home the screen said there was a problem with the lead, no frayed wiring and the connection looked perfectly okay. The pt also reported seeing software problem, cannot continue. Please call medtronic. 1. Intellis 2. 3.6 3. 58 4. Qf_new. They called their rep and they had them take the battery out and it started to charge again.

Event description:
It was reported that the patient (pt) mentioned for the past about 2 days, the controller kept saying "charging interrupted" when the pt was recharging their implanted neurostimulator(ins). Then, today, pt got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_243 4_gf_port" when recharging their ins. During the call, the pt reset their controller and the "software problem" was removed. Pt then unlocked the controller and the controller displayed the batteries screen. Ins charge was at 50 percent and controller charge was at 100 percent. Pt attempted to initiate a charging session of their ins, but got poor recharge quality. Pt moved the recharger antenna (rtm) around several times, but could not get anything beyond poor recharge quality. Pt said the relay box on their recharger telemetry module (rtm) got hot to the touch when charging the ins. Pt inspected the rtm cord, plug, and the controller port, but no damage was detected. An email was sent to the repair department to replace the rtm. Additional information was received from the patient. Pt called back re-reporting information previously documented in this case. Pt said they received the rtm replacement however, their ins won't increase in charge. Pt said their ins was at 30% then went to 70%. Pt said they tried charging again and got the ins to increase to 80% but no further. Pt said it was displaying "recharging" but no quality listed. Pt said they had tried taking the battery out to reset however, that did not resolve their issue. A replacement controller was sent to the patient. The patient (pt) called back and said they received the controller replacement and said it still won't recharge their ins. Pt stared a charging session of their ins on the call and pt saw no device found message. Pt then selected "recharge" to enter a passive recharging mode (prm). Pt first had middle number of 78 and was able to increase to 98. Pt said they were recharging last night and could not get the ins charged above 70% and then this morning the ins was at 30%. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 100%, ins at 70%). After resetting, pt was able to connect to the ins to start recharging with excellent quality. Pt charged for several minutes and ins was still at 70%. Pt said they had time to continue recharging there ins therefore, pss will follow up with pt in about 30 minutes to check charging status of ins. Pss called pt back and pt was still recharging excellent with controller at 90%, ins at 70%. Pt said they have not had any recent falls or trauma. Pss redirected pt to their healthcare provider (hcp) / manufacturer representative (rep) for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.